Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. Patient reported the infusion site hurt and appeared irritated. The patient's mother removed the pod after their blood glucose levels rose to 300 mg/dl. The patient's mother applied a cream to the site, but the next day it had not improved so they took the patient to the doctor. The patient was given betadine and a plaster to cover the site and was also prescribed augmentin antibiotic 250 mg. The pod has been discarded.